Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not follow the recharge protocol, thus their ipg became inoperable. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient had their entire system explanted.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.